Event description:
It was reported that during the implant of a right ventricular leadless pacemaker (rvlp) that the saturation scores were high and the rvlp kept having loss of telemetry. Troubleshooting was performed with no success. The rvlp was recovered and advanced closer to atrial device and still unable to connect. A new rvlp was dropped and was able to be connected until deflected to the right ventricular. The patient condition was stable following the procedure.